Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 19417un19. Trending review determined no adverse trend for falsely depressed results for the product. World wide data was reviewed and determined that the patient median result for lot 19417un19 is comparable with other lots in the field. Return testing was not completed as returns were not available. A precision run using both patient samples and quality control passed after maintenance was performed at the customer site and results were as expected. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or product deficiency of the architect calcium reagent, lot number 19417un19 was identified.

Manufacturer narrative:
Patient ID of multiple is (B)(6). The evaluation is in process. A follow up report will be submitted when evaluation is complete. Evaluation is in process.

Event description:
The account generated false depressed architect calcium results on multiple samples that repeated higher. ID (B)(6) tested 5.88 but repeated 8.77 mg/dl on (B)(6) 2020. ID (B)(6)tested 6.02 but repeated 9.26, 9.33 mg/dl on (B)(6) 2020. ID (B)(6) tested 5.93 but repeated 8.64 mg/dl on (B)(6) 2020. ID (B)(6) tested 3.90 but repeated 9.0 mg/dl on (B)(6) 2020. ID (B)(6) tested 4.75 but repeated 8.98 mg/dl on (B)(6) 2020. No specific patient information was provided. No impact to patient management was reported.